Event description:
It was reported to philips that the frontal stand movement was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the procedure was completed as planned by resetting the geometry. The philips remote service engineer (fse) analyzed the system onsite and confirmed that the frontal stand movement was not available. Review of the log file shows a position error on the longitudinal axis. Upon troubleshooting, the rse checked the system remotely and found that previously a defective encoder was replaced, the longitudinal movement of the clea was out of boundaries and requested an onsite service instructing that the frontal stand current calibration need to be redone. The philip field service engineer (fse) went onsite and checked the system. To resolve the issue, as per instruction from the rse, fse performed longitudinal movement flexarm positions and current calibrations, adjusted the wall zone setting y-positions which made the parking position a bit further from the wall. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.